Event description:
During a laparoscopic gastric bypass procedure, the stapler was fired but when the physician went to release, it would not release. Opened another device and it worked fine. There was no pt consequence.